Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted that this device has not been seen since four years ago. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted that this device has not been seen since four years ago. Device replacement was recommended. No adverse patient effects were reported. Additional information received indicated that this crt-p was explanted and replaced. No additional adverse patient effects were reported.